Manufacturer narrative:
Concomitant medical product: 4269 lead, implanted: (B)(6) 1992. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the experienced "fainting episode" twice to three times daily. The implantable pulse generator (ipg) also exhibited pause on electrocardiogram (ECG) and is "not recording these episode". The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.